Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to: delivery and deployment events; endoprosthesis: improper placement, occlusion of device or native vessel. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an aortic arch aneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis and a non-gore fenestrated stent graft. It was reported that the proximal end of the delivery catheter was intentionally placed in the middle of the origin of the left common carotid artery (lcca) and the device was deployed, unintentionally covering the origin of the lcca. The non-gore fenestrated stent graft was then deployed proximal to the endoprosthesis. Intra-procedure angiography was performed, and confirmed blood flow of the lcca was delayed. The left subclavian artery was then coil embolized, and an epic bare metal stent implanted within the lcca. Angiography at this time showed improved blood flow within lcca, and no evidence of endoleaks. The patient tolerated the procedure.